Manufacturer narrative:
Updated information received via returned primary operative notes. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis. Trial components revealed excellent range of motion and excellent stability in both extremes of motion. When the femoral component was inserted it was reported to be stable. It was also reported that the patella was stable upon insertion and patellar tracking was normal.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related tibial part and lot combination. Review of revision operative notes confirms patient underwent a left total knee arthroplasty due to failure left tibial plate. It was indicated that the patient was morbidly obese. The tibial plate was found to be grossly loose. A field action was conducted on april 19, 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action. FDA recall z-2410-2010 contains the related tibial lot number. The device in question was not implanted using a drop-down stem extension, however the implantation of this component precedes the field action. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for the corrective action.

Manufacturer narrative:
(B)(4) other device used: catalog # 00595003701, nexgen mis tibial component, lot # 60575471. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.